Event description:
The surgeon was finishing a laparoscopic bilateral salipingo-oophorectomy (bso) surgery when she noticed a small (1/4" length) of black debris, on a sponge she was using to wipe the patient's surgical wound. On closer inspection it appeared to be a piece of plastic. The surgeon inspected the 12mm trocar used for the laparoscopic camera and the end that is inserted into the patient appeared to have a broken area. The trocar was bagged and the wrapper that it came in was retrieved and was taken by the nurse manager to follow through with materials management.